Event description:
It was reported that a customer experienced a malfunction with their pump, described by the distributor as error code 16-0x20e6. There was no reported impact to the customer's blood glucose level. The pump was scheduled for return to inspect the reported malfunction, and preparations were made to provide the customer with a replacement pump.